Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt felt a heating sensation that was not uncomfortable while charging the ipg. It was reported the ipg was shallow. The pt was instructed to charge more frequently, and for a less amount of time. F/u determined the pt was charging for 45 minutes at a time, and the issue was resolved.